Event description:
The digni had a small tear (about 1-1.5 inches) where stool was leaking out at a significant rate. There were no scissors or sharp objects near by, it was noticed incidentally as we were giving a bath. There was also no significant pressure or tug that maybe could have caused the tear/ rip that I can appreciate.